Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introducer needle split upon insertion. The customer felt unusual pain upon insertion. When the needle was removed, it was split at the tip and it had torn the skin on the customer's arm. Nothing further was reported.